Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 16.4mmol/l, with polydipsia, and symptoms of dehydration, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal history matched the active basal program settings. The basal delivery totals in total daily dose did not match the active basal program total. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 05-apr-2018 device evaluation: the device has been returned and evaluated by product analysis on 30-mar-2018 with the following findings: a review of the black box showed the data from the date of the complaint was unavailable. The bolus history recorded nine boluses on (B)(6) 2018. The basal history for that day was inaccurate due to a replace cartridge alarm, an occlusion alarm, and multiple primes. The pump was run for 24 hours at a 2 unit per hour basal rate and at the end of testing the basal history correctly showed 2 units and the total daily doses showed 48 units. A manual normal 10 unit bolus and a 10 unit audio bolus were performed successfully. Both were accurately recorded in the pump history. The bolus history recorded properly during investigation. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. No alarms or delivery interruptions occurred during testing. The history settings issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.